Event description:
Reporter indicated a recently implanted vns patient developed vocal cord paralysis, due to the vns implant surgery. Attempts for further information from the reporter have been unsuccessful to date.